Event description:
High lv impedance fluctuations up to 2500 ohms from june 2022-feb 2023. Threshold increased to 2.0v @ 0.8ms. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).